Event description:
Customer reported experiencing air bubbles and gaps in the tandem mobi cartridge during pumping. There was no reported impact to the customer¿s blood glucose level. Technical support was unable to complete troubleshooting due to poor connection and planned to follow up. Customer was advised to call back when able to engage in further troubleshooting.